Event description:
Hill-rom received a report from the account stating the pt positioning module has no alarm. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the pt positioning module and found no issues. The bed alarms functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.